Manufacturer narrative:
Date of death is unknown at this time; information was requested from the reporter. Review of lot records/work orders, prior reports. No issues were noted. (B) (4) patient had pre-existing sma disease; physician believes death was due to embolic event leading to afib-hypotension unrelated to the device.

Event description:
Patient had pre-existing, extensive sma disease. On 3/24/10, patient implant of a 28-16-120bl bifurcated device, a 34-34-80le proximal extension and a 16-16-55l limb extension. A few days after implant, the patient complained of abdominal pain. No issues that would have caused the abdominal pain were found by the physician so the patient was sent home. 6-7 days later the patient returned to the hospital and was diagnosed with bowel ischemia. The physician wanted to surgically excise the necrotic area, but the patient died during the procedure. Exact date of death is unknown at this time. The physician believes the death to be due to an embolic event resulting in afib-hypotension, unrelated to the use of the endologix device.